Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during patient use of the cleo® 90 infusion set the infusion pump alarmed for an occlusion. According to the reporter, the patient stated that their blood glucose level was in the 300's mg/dl at the time of the event. The patient did not have ketones. The patient delivered a "correction with the pump" to resolve their high blood glucose. During troubleshooting it was determined that the occlusion was located within the tubing. The patient reported that they would change out their infusion set supplies. No permanent adverse effects to patient reported.